Manufacturer narrative:
Device used for treatment and not diagnosis. Device was received and the investigation is ongoing.

Event description:
(B)(4) was received (B)(4) 2012; a copy will be included with this report. Per facility risk mgr: screw initially implanted in a plate. Screw broke (B)(6) 2012, all screws and plate were removed, pt revised to add'l screws.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Only the head of a screw was returned for evaluation. There is damage around the cross slots on the head. The part number of the screw is unknown. Since the screw body is not available for review, the part number cannot be determined. Since the part number is unknown, a dimensional analysis could not be performed on the head of the screw. Dimensionally the head had a diameter of approximately 3.43mm with a shaft thread diameter of approximately 1.76mm from what could be measured from the shaft thread remnants. According to these measurements it can be concluded that the screw was a 2.0mm cortex screw of unknown length. No other hardware was returned. The preliminary hazard analysis titled modular foot system, 2.0/2.4 module dated (B)(4) 2000 addresses surgical technique as the potential cause for screw shaft breaks. The rate of occurrence is considered unlikely with a severity of harm of 3. This generates a risk category criteria of minor. The implant material and mechanical properties, such as cross sectional area, were chosen to suit the clinical needs associated with the anatomic region, the foot, the devices would be implanted.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.